Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported leak was likely related to the loose connection between the stopcock and hemostasis valve luer; however, based on the reported information and without the device to analyze, a cause for the irregular appearance (stripped luer) and subsequent loose connection could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), the sgc did not hold fluid column (leak); if this were to reoccur in the anatomy, a leak has potential to cause or contribute air embolism. It was reported that during preparation of the steerable guiding catheter (sgc), after the dilator was prepared per the instructions for use (IFU) and flushed, the sgc did not hold fluid column. The system was checked and it was found that the 3-way stopcock was loose. The 3-way stopcock was attempted to be tightened, but it would not stay tight on the sgc. The sgc valve looked as if it were stripped. The device was not used in the anatomy and there was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information regarding the sgc was provided.